Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead implanted (B)(6) 2014; 5076-52 lead implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that no capture was observed for the left ventricular (lv) lead during the follow up visit. X-ray examination revealed that the lead had dislodged and pulled back from the implant site. The lead was explanted and replaced. No patient complications have been reported as a result of this event.